Event description:
Disposable biopsy gun malfunction. Patient was prep for a fusion prostate biopsy. Biopsy gun was prep by pushing down the two buttons as normal. The provider inserted the biopsy gun and attempted to take a tissue sample. The device would not engage to collect the tissue sample. Staff had to use another biopsy gun to complete the procedure. Our recommendation is to send out the biopsy gun that malfunction for the manufacturer to access.